Event description:
Pt has a history of breast carcinoma which was diagnosed a couple of mos ago. On 9-29, 1997, the bard product (bardport implanted port with groshung catheter) was implanted at the med ctr by the dr for chemotherapy. On 12-1, 1997, the infusaport was noted not to work at the oncologist's office. The pt was sent to the med ctr for an x-ray. It was noted that the catheter was "sheared off" and lying in the right ventricle. The radiologist was requested to percutaneously extract the catheter. During the procedure, arrhythmias developed and the pt was treated with appropriate IV medication. A cardiology consult was obtained. The pt was taken to the or to remove the rest of the port. The pt tolerated the procedure well and was taken to the recovery room. The atrial flutter persisted at a rapid rate. The cardiologist was notified and elective cardioversion was performed successfully. Pt discharged to home on 12-3, 1997.